Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Reportedly, the plunger was removed too early, before needle deployment. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: use your other hand to deploy needles by pushing on the plunger assembly until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Do not use excessive force or repeatedly push the plunger assembly. After visually confirming contact with the body of the device only one time, this step is complete. Using your thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back and completely remove the plunger and needles from the body of the device. Based on the case information the instructions for use violation, treatment appears to be related to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 5f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger was removed, no suture was present, a cuff miss was noted with three proglide devices. Another proglide device was used and the plunger was removed too early, before needle deployment, therefore, a prostar xl device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in-training in the pre-close technique. No additional information was provided.